Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The following sections were updated: g3, g6, h2, h4, h6, h10. Since the damaged output connected was confirmed in evaluation, it is likely the damage was caused by an external force being applied to the connector portion. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The damage was probably caused by user handling. The instructions for use have the following statement which can prevent the event: "do not apply excessive force to the light source and/or other instruments connected. Otherwise, damage and/or malfunction can occur."

Manufacturer narrative:
Device was evaluated. Inspection found the reported issue was confirmed. The device upon inspection found the barrel that holds the light cord was broken, not hitting the high intensity switch. The failure found due to faulty scope socket and caused no image. In addition, a non-olympus lamp life meter was noted with reading at 300+hours. The light intensity output measure out of range, needs to be replaced. The main switch was found with old version and needs to be upgraded. The front panel mouth was observed to be cracked. Based on evaluation findings the reported failures probable cause could be attributed to use handling and maintenance issue. This report will be supplemented accordingly following investigations.

Event description:
Video connectors are broken, cannot be connected are found on the device. The barrel that holds the light cord is broken and not hitting the high intensity switch. The issue found during maintenance. No patient involvement, no user injury reported.